Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (essure removal on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Further company follow-up with the consumer or lawyer is not possible. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain,"), arterial occlusive disease ("blood or heart disorder/condition type: blockage,") and genital haemorrhage ("heavy abnormal bleeding") in an adult female patient who had essure (batch no. 721041) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included metoprolol since (B)(6) 2013 and montelukast since 2011. In 2010, the patient experienced arterial occlusive disease (seriousness criterion medically significant), weight decreased ("weight loss"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), nausea ("nausea,"), dysmenorrhoea ("dysmenorrhea (cramping") and fatigue ("fatigue,"). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (hysterectomy (full),). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, arterial occlusive disease, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, weight decreased, vaginal haemorrhage, menorrhagia, nausea, dysmenorrhoea and fatigue outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, arterial occlusive disease, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, nausea, pelvic pain, vaginal haemorrhage, vulvovaginal pain and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: unilateral occlusion cleft tube occluded; on (B)(6) 2011: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer, lawyer or consumer is not possible. Most recent follow-up information incorporated above includes: on 30-oct-2018: quality safety evaluation of product technical complaints. Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain,"), genital haemorrhage ("heavy abnormal bleeding") and arterial occlusive disease ("blood or heart disorder/condition type: blockage,") in an adult female patient who had essure (batch no. 721041) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included metoprolol since (B)(6) 2013 and montelukast since 2011. In 2010, the patient experienced weight decreased ("weight loss"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), arterial occlusive disease (seriousness criterion medically significant), nausea ("nausea,"), dysmenorrhoea ("dysmenorrhea (cramping") and fatigue ("fatigue,"). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (hysterectomy (full),). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, weight decreased, vaginal haemorrhage, menorrhagia, arterial occlusive disease, nausea, dysmenorrhoea and fatigue outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, arterial occlusive disease, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, nausea, pelvic pain, vaginal haemorrhage, vulvovaginal pain and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: unilateral occlusion cleft tube occluded; on (B)(6) 2011: bilateral occlusion . Further company follow-up with the consumer, lawyer or consumer is not possible. Most recent follow-up information incorporated above includes: on 10-sep-2018: pfs received: event abnormal bleeding (vaginal, menorrhagia), blood or heart disorder/condition type: blockage, nausea, dysmenorrhea (cramping), fatigue, weight loss were added. Concomitant drugs , relevant lab data added. Lot number added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.